Event description:
A customer reported that on may 9, 2006 she suffered a hypoglycaemic event while driving her car. The customer states that she became very low and did not know what she was doing. The customer obtained a reading of 25mmol/l . The customer took insulin and went training. A reading of 10.3mmol/l was obtained before the customer began driving. The customer started to feel dizzy after 10 minutes of driving. The customer was stopped by police who had been alerted by other drivers. The police helped the customer to eat candy that she had in her car.

Manufacturer narrative:
The customer had been using precision plus test strips in her xtra blood glucose meter. The customer had forgotten to calibrate the meter so had been able to use the wrong strips . The customer's products are not available for return.